Event description:
It was reported that a patient has had 2 PICC lines ruptured at the same point of the catheter, below the white securement wings. As per patient, PICC was working well for over 1 week, the dressing was intact and changed and the nurse went to flush and it ruptured. PICC was in for just over 1 week, ruptured on 21st sept and replaced with 2nd PICC same day. 2nd PICC ruptured on 28th sept and replaced again. This report addresses the first catheter to rupture on the 21st of sept.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged groshong catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 5fr d/l groshong catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed just distal of the molded joint. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 'c' shaped split ¿ tensile weakness at the fracture site (due to material ballooning prior to burst) ¿ granular fracture surface texture (typical of tearing failure modes) ¿ the catheter material was visibly lighter in color at the fracture site the nursing procedure manual can be found online at www.bardaccess.com and provides the following guidance: ¿do not use a syringe smaller than 10ml to flush or confirm patency. Patency should be assessed with a 10ml or larger syringe with sterile saline. Upon confirmation of patency, administration of medication should be given in a syringe appropriately sized for the does. Do not infuse against resistance. Infusion pressures should never exceed 25 psi. Smaller syringes generate more pressure than larger syringes.¿ the nursing procedure manual also provides guidance for re-establishing catheter patency in the event the catheter becomes occluded or resistance is felt during flushing. A lot history review (lhr) of redn0203 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redn0203) have been reported from the same facility in australia.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn0203 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redn0203) have been reported from the same facility in (B)(6).

Event description:
It was reported that a patient has had 2 PICC lines ruptured at the same point of the catheter, below the white securement wings. As per patient, PICC was working well for over 1 week, the dressing was intact and changed and the nurse went to flush and it ruptured. PICC was in for just over 1 week, ruptured on 21st sept and replaced with 2nd PICC same day. 2nd PICC ruptured on 28th sept and replaced again. This report addresses the first catheter to rupture on the 21st of sept.